Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat heavily calcified lesion in the mildly tortuous right coronary artery (rca). A 2.75x33mm rx xience alpine stent delivery system (sds) was unpackaged and prepped without issue. The rx xience alpine sds was then advanced to the lesion without resistance. When inflating the balloon to deploy the stent, it was noted on angiography that there was no stent on the balloon. The stent had dislodged proximally onto the rx xience alpine sds and was located inside of the guiding catheter. The sds was pulled back but was unable to be withdrawn through the sheath due to the dislodged stent. A new access site was created and the dislodged stent was successfully snared via the contralateral access site. The sds was then able to be withdrawn without further difficulty. A 2.75x23mm rx xience alpine was successfully deployed, treating the target lesion. There were no adverse patient sequelae. While a delay was reported, it did not result in any health impact. No additional information was provided.